Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause was undetermined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) was still connected. The supply bag was empty and there was solution in the heater bag only. The technical service representative (tsr) asked if any bags come undone and per the hp no. The tsr explained the alarm and assisted the hp to clear the alarm by turning the hc off/on to the system error 2367 and cycled the hc off/on and the hc was back to press go to start. The hp would finish with a manual bag. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.